Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the wires in the cable connecting ECG "c" and ECG "d" were broken from the connector. The root cause for the broken wires was excessive force. There is no indication that the broken wires caused or contributed to an adverse event.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.